Manufacturer narrative:
Product event summary: at analysis it was noted that the unit was mechanically in tact however its back light was not working and it failed its incoming back light difference current measurement due to no back light. The back light connector was not properly seated. The unit was cleaned and inspected, the back light connector was fastened and the unit was then tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.